Event description:
Rn states that there was no secondary med set attached to primary. States that they use the primary set to administer antibiotic and when the infusion is completed, they disconnect the 2c6537 and put a sterile cap on the end of the set. Then when it is time for the pt's next antibiotic, they prime the tubing and reconnect it to the pt.s injection cap. States they change the tubing q3days. The nurse states that the antibiotic was infusing and when the nurse went to check the line she noted that there was blood backed up to the middle site and blood was leaking out of the port. States the port had not been accessed for anything. States it appeared that the rubber stopper was intact and was not inverted or pushed in. States they changed out the set and saved it for eval. Set was grossly bloody. There was no pt injury.